Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device ¿ uterus,perforation (uterus), perforation other ¿ uterus"), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2017, ergocalciferol (vitamin d2) since 2017, hydrocodone since 2017, levothyroxine since 2016 and pantoprazole since 2016. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition ¿ I have had issues the past couple of years"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions: rashes would appear and disappear"), vision blurred ("vision/eye problems: vision became blurry") and weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced cyst aspiration ("cyst aspiration on (B)(6) 2015"). On an unknown date, the patient experienced depression ("depression"), mood swings ("mood swings"), adnexa uteri pain ("ovary pain"), uterine pain ("uterus pain"), back pain ("lower / upper back pain"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal of coil(s).essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, depression, mood swings, migraine, headache, nausea, rash, vision blurred, weight increased, cyst aspiration, adnexa uteri pain, uterine pain, back pain and vulvovaginal pain outcome was unknown and the dyspareunia was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, cyst aspiration, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 201 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. In 2015 : transvaginal ultrasound (tvu): breakage of essure device, perforation (uterus), migration of essure device, expulsion of essure device. Most recent follow-up information incorporated above includes: on 13-jun-2018: events- "abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), dental problems, device breakage, dysmenorrhea (cramping), fatigue, gastrointestinal or digestive system condition ¿ I have had issues the past couple of years, hair loss, depression , mood swings, migraines, headaches , migration of essure device ¿ uterus,perforation (uterus), perforation other ¿ uterus, nausea , rashes or skin conditions: rashes would appear and disappear, vision/eye problems: vision became blurry, weight gain, cyst aspiration on (B)(6) 2015, ovary pain, uterus pain, lower / upper back pain, vaginal pain,dyspareunia", reporter,lab data added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device ¿ uterus, perforation (uterus), perforation other ¿ uterus/one looks to have migrated out of one of my tubes"), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. B40017, c50003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2017, ergocalciferol (vitamin d2) since 2017, hydrocodone since 2017, levothyroxine since 2016 and pantoprazole since 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition ¿ I have had issues the past couple of years"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions: rashes would appear and disappear"), vision blurred ("vision/eye problems: vision became blurry") and weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced cyst aspiration ("cyst aspiration on (B)(6) 2015"). On an unknown date, the patient experienced depression ("depression"), mood swings ("mood swings"), adnexa uteri pain ("ovary pain"), uterine pain ("uterus pain"), back pain ("lower / upper back pain"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal of coil(s).), surgery (surgical removal of coil(s).) And surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, depression, mood swings, migraine, headache, nausea, rash, vision blurred, weight increased, cyst aspiration, adnexa uteri pain, uterine pain, back pain and vulvovaginal pain outcome was unknown and the dyspareunia was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, cyst aspiration, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 201 lbs. Discrepancy noted in removal date. Previously reported as: (B)(6) 2015 in current follow up reported as: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. 2015 : transvaginal ultrasound (tvu): breakage of essure device, perforation (uterus), migration of essure device, expulsion of essure device. Patient underwent essure confirmation test having result placement for essure was not in her tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device ¿ uterus,perforation (uterus), perforation other ¿ uterus/one looks to have migrated out of one of my tubes"), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure (batch no. B40017, c50003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2017, ergocalciferol (vitamin d2) since 2017, hydrocodone since 2017, levothyroxine since 2016 and pantoprazole since 2016. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition ¿ I have had issues the past couple of years"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions: rashes would appear and disappear"), vision blurred ("vision/eye problems: vision became blurry") and weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced cyst aspiration ("cyst aspiration on (B)(6) 2015"). On an unknown date, the patient experienced depression ("depression"), mood swings ("mood swings"), adnexa uteri pain ("ovary pain"), uterine pain ("uterus pain"), back pain ("lower / upper back pain"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal of coil(s). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, depression, mood swings, migraine, headache, nausea, rash, vision blurred, weight increased, cyst aspiration, adnexa uteri pain, uterine pain, back pain and vulvovaginal pain outcome was unknown and the dyspareunia was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, cyst aspiration, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 201 lbs. Discrepancy noted in removal date. Previously reported as: ??-oct-2015 in current follow up reported as: (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. 2015 : transvaginal ultrasound (tvu): breakage of essure device, perforation (uterus), migration of essure device, expulsion of essure device. * patient underwent essure confirmation test having result placement for essure was not in her tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Product lot number added and implanted date updated. Concomitant condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of essure device ¿ uterus,perforation (uterus), perforation other ¿ uterus"), device breakage ("device breakage"), pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included alprazolam (xanax) since 2017, ergocalciferol (vitamin d2) since 2017, hydrocodone since 2017, levothyroxine since 2016 and pantoprazole since 2016. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition ¿ I have had issues the past couple of years"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), rash ("rashes or skin conditions: rashes would appear and disappear"), vision blurred ("vision/eye problems: vision became blurry") and weight increased ("weight gain"). In 2015, the patient experienced tooth disorder ("dental problems"). On (B)(6) 2015, the patient experienced cyst aspiration ("cyst aspiration on (B)(6) 2015"). On an unknown date, the patient experienced depression ("depression"), mood swings ("mood swings"), adnexa uteri pain ("ovary pain"), uterine pain ("uterus pain"), back pain ("lower / upper back pain"), vulvovaginal pain ("vaginal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (surgical removal of coil(s).), surgery (surgical removal of coil(s).) And surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, alopecia, depression, mood swings, migraine, headache, nausea, rash, vision blurred, weight increased, cyst aspiration, adnexa uteri pain, uterine pain, back pain and vulvovaginal pain outcome was unknown and the dyspareunia was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, cyst aspiration, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, uterine pain, uterine perforation, vaginal haemorrhage, vision blurred, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight: 201 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. 2015 : transvaginal ultrasound (tvu): breakage of essure device, perforation (uterus), migration of essure device, expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.